Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received 2 cervical scs leads with the same lot number. It was reported the pt is experiencing left shoulder blade discomfort which causes restriction in shoulder movement. No additional reported is available at this time.